Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis procedure performed on (B)(6) 2021. During the procedure, the band could not fire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: block b5 (type of procedure, anatomy location).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis procedure performed on (B)(6), 2021. During the procedure, the band could not fire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. It was reported that the speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy procedure. Additionally, there was no difficulty experienced upon setting up the device.